Event description:
It was reported, that this right ventricular (rv) lead exhibited high out of range pace lead impedance measurements. Threshold measurements remain stable. Technical services was consulted. And offered programming and troubleshooting options. Subsequently, reprogramming of the device occurred. And the plan is to continue to monitor the patient at this time. The rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).